Event description:
The customer stated that the insulin pump alarmed during the rewind. The displacement test was performed and the insulin pump did not pass the test. Advised the customer to discontinue using the insulin pump and revert to back-up plan.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.